Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: surgeon did not swivel proximal femoral nail antirotation (pfna) blade 360 degrees in inserter sleeve (as demonstrated in training sessions) so it did not fit (it only fits one way). Surgeon decided not to use the sleeve and found then that the blade became lodged in the nail as the flat side was not in the right plane for insertion. It then became so stuck he had to remove the whole construct through the top of the femur, all in one piece, instruments had welded to the implant. Patient was under anesthetic for 3 hours (approx. 1.5-2hours longer than usual for this procedure)and was eventually treated with an imhs nail, surgeon today says the patient is doing well but is not weight bearing yet as has a broken arm from the same trauma. Surgeon noted this was user error. Future training with scrub staff and surgeons for future use has been scheduled. This complaint is on the pfna nail. This is 6 of 6 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Hwc: additional product. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.